Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified, mid right coronary artery. A 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion for post-dilatation of an unspecified stent implant; however, the device would not cross. During removal of the bdc from the anatomy with no resistance noted, the shaft separated mid shaft and the separated portion was easily removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.